Event description:
The customer reported that while the iabp was in use on a pt, the cs100 (B)(4) was unable to obtain an ECG signal. The pt was switched to another cs100(B)(4) and the problem persisted. In both cases, changing the ECG cables, leads, and electrodes did not correct the issue. The pt was switched to 3rd iabp (cs300) and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The customer nad the company rep were unable to duplicate the reported problem using a trainer. They concluded that the issue appears to be related to a clinical issue with the connection to the pt, such as improper skin prep, or use of non-recommended dry-gel electrodes on pts. Upon review of these clinical factors, the customer does not believe this is an issue with the iabp. The iabp's functional and safety tested to factory specs. It functioned normally and they were returned to the customer. (B)(4).